Manufacturer narrative:
D9 date returned to manufacturer: 12 dec 2023. One device was returned for analysis in good condition with no appearance of any physical damage. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The primary complaint of backup audible alarm post was verified at power up. The cause of the primary problem was the backup buzzer on main pcb does not operate as intended. The main pcb was replaced to resolve the issue. Also cleaned and the greased the device. The device passed all the functional tests.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a system failure alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.